Event description:
It was reported that the left ventricular (lv) lead caused intermittent diaphragmatic stimulation that had been somewhat managed with output adjustments to thresholds. The physician decided to cap and replace the lead during the device change out. The device was returned to the manufacturer after being explanted due to normal battery depletion and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based in-part on device return and analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.